Manufacturer narrative:
An eval of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable. The root cause of this complaint cannot be identified, since the device was not returned.

Event description:
The pt contacted (B)(4) regarding a product complaint associated with the ez breathe atomizer on (B)(6) 2013. The pt reported that the atomizer failed to produce an aerosol mist to alleviate an asthma exacerbation. Multiple attempts were made to reach the customer via telephone; however, all attempts were unsuccessful at the time of this medwatch submission.